Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: ¿ lymphoma-alcl-breast: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a patient who developed stage IV bia-alcl. The patient received systemic chemotherapy and a "bone marrow transplant". Healthcare professional further reported the "patient presented with breast pain, peri-implant mass, "internal mammary chain lymphadenopathy, anterior mediastinal, thoracic inlet pre diaphragmatic/ pericardiac and right hilar lymphadenopathy", "erythema over the implant", "beta-symptoms" and "patient experienced night sweats and fatigue. T4n2m1, stage IV". Diagnostics were provided which reported, "anaplastic large cell lymphoma, alk negative", "the atypical cells are strongly and diffusely positive for cd30", and "small volume seroma". Histopathological markers cd30+ and alk- have been received. This record relates to the right side. The device has been explanted with complete capsulectomy.

Event description:
Healthcare professional reported additional event of right side capsular contracture, baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected and/or changed data: b.3, b.5, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ lymphoma-alcl-breast: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ varied injuries: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a patient who developed stage IV bia-alcl. The patient received systemic chemotherapy and a "bone marrow transplant". Healthcare professional further reported the "patient presented with breast pain, peri-implant mass, "internal mammary chain lymphadenopathy, anterior mediastinal, thoracic inlet pre diaphragmatic/ pericardiac and right hilar lymphadenopathy", "erythema over the implant", "beta-symptoms" and "patient experienced night sweats and fatigue. T4n2m1, stage IV". Diagnostics were provided which reported, "anaplastic large cell lymphoma, alk negative", "the atypical cells are strongly and diffusely positive for cd30", and "small volume seroma". Histopathological markers cd30+ and alk- have been received. Healthcare professional reported additional event of right side capsular contracture, baker grade iii. This record relates to the right side. The device has been explanted with complete capsulectomy.

Manufacturer narrative:
Continued phone number(s) (e.1): (B)(6), fax: (B)(6). Physician for additional information: (B)(6). Date of alcl diagnosis: (B)(6) 2023. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further investigation summary: se l034 (natrelle ® silicone-filled breast implants and natrelle inspira® breast implants) rev 14 mentions as a warning that the breast implants have been associated with the development of a cancer of the immune system called breast implant-associated anaplastic large cell lymphoma (bia-alcl). This cancer occurs more commonly in patients with textured breast implants than smooth implants, although rates are not well defined. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. A review of the current risk documents was performed in chl-bi family and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue this code is classified as medical event; also, according to the procedure this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The reported events of mass, lymphadenopathy, seroma, and breast implant associated anaplastic large cell lymphoma (bia alcl) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: breast implant associated anaplastic large cell lymphoma (bia alcl) suspected, mass, lymphadenopathy, and seroma.

Event description:
Healthcare professional reported a patient who developed stage IV bia-alcl. The patient received systemic chemotherapy and a "bone marrow transplant". Healthcare professional further reported the "patient presented with breast pain, peri-implant mass, "internal mammary chain lymphadenopathy, anterior mediastinal, thoracic inlet pre diaphragmatic/ pericardiac and right hilar lymphadenopathy", "erythema over the implant", "beta-symptoms" and "patient experienced night sweats and fatigue. T4n2m1, stage IV". Diagnostics were provided which reported, "anaplastic large cell lymphoma, alk negative", "the atypical cells are strongly and diffusely positive for cd30", and "small volume seroma". Histopathological markers cd30+ and alk- have been received. This record relates to the right side. The device has been explanted with complete capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b7 d6a g2 h6 h11. The following reported event is a physiological complication, and device analysis typically does not help allergan determine the cause: infection. Clarification to partial date of implant: "(B)(6) 2011" was provided.

Event description:
Patient representative reported additionally reported "recurrent infections", "fevers, itching, rashes", and mentioned "recall". Patient representative further reported "chronic fatigue ... Depression", "weight loss", "escalating symptoms", "chemotherapy-induced menopause, ongoing neuropathy, [and] reduced mobility" all not related to the device.